Manufacturer narrative:
(B)(4). Investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned attached to the device. It was also noted that the device returned without the over sheath and the catheter was kinked along its body. It was possible to observe that the yoke was attached to the control wire, indicating that there may have been difficulty faced when attempted to release the clip from the catheter. Microscope examination was performed on the bushing, and it was confirmed under high magnification that one of the bushing hooks was damaged, confirming the deployment failure. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and closed onto tissue, but failed to lock onto tissue. Reportedly, the device was removed and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the device experienced a deployment failure, as the yoke was attached to the control wire and the bushing had one of the hooks damaged; therefore, this is now an MDR reportable event.